Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was evaluated. Visual inspection was performed and found no abnormalities noted in any part of the device. Device functional evaluation, service repair did not reproduced the error e223 however, review of message display history of the device found /confirmed the error e223. The following testing were performed and there were no issues/no abnormalities observed: operational check. Endoscope image check. Dimming function and digital optical function. Although the customer reported was not reproduced during device evaluation, review of history display confirmed the reported error. The following caused of error e223 listed in the service manual are as follows: disconnection of cable between boards, sd card failure, software hang-up. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The customer returned the visera elite iii video system center to olympus repair center for evaluation of a reported displayed error code e223. When the power was restarted, the problem was restored. The issue was found during preparation for use. The procedure was completed using the same set of equipment. There were no reports of patient harm.